Event description:
It was reported the atw35 was used during a laparoscopic oophorectomy. The surgeon closed the device on the tissue and then released it several times before firing. The last time the surgeon closed the device, four staples fell out of the cartridge. The surgeon went to fire the device and it would not fire. It is not known how the case was completed. There was no consequence to the pt.